Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was somnolent when she was presented at the ER and her breathing was severely depressed. The refill nurse came to the hospital the next day and aspirated the pump and got most of it out, but was missing some. The exact volumes were unknown, so the event was considered to be a partial pocket fill. The patient was treated for the overdose and released. The patient was doing fine. Additional information received reported that the patient had stopped breathing when she got to the emergency room (ER) and she was resuscitated. The patient was transferred to the intensive care unit (ICU) and was in the hospital for a couple of days. The manufacturing representative went down to the hospital to see the patient after the refill to check the reservoir volume. There was a 5ml discrepancy (250mg of morphine sulfate). It was later reported that the patient became unresponsive after a pump refill. The cause of the pump filling difficulty was the pump location. The needle slipped out for the last 5 ml causing a partial pocket fill. The patient was admitted to the hospital for 3 days and was given multiple doses of intravenous narcan. The patient had post-traumatic stress disorder (ptsd) due to having an out of body experience in the emergency room. The patient had a pain score of 9 out of 10. The patient&#38112;pain ranged between 6 and 10. She wanted to have her pump turned up. It was noted that the patient was in apparent discomfort, moved slowly, and rose with difficulty. The patient was noted to have severe back pain, knee pain, and foot pain. On the third day in the hospital, the pump was accessed and showed that there was a leakage of medication around her pump rather than into the pump conferring an estimated dose of about 250mg of morphine subcutaneously. The pump was reset to half of the normal rate. The patient was discharged and recovered without sequela.

Event description:
It was reported that, following a refill, the patient got into the car with her spouse and the spouse could not wake the patient up. The patient was taken to the emergency room (ER) and admitted to the hospital with serious respiratory depression. The patient was given narcan which had been "worked slowly to avoid withdrawal". It was suspected that a pocket fill had occurred. The patient reportedly stated that "it feels spongy" around the pump after the refill and some fluid had come out of the puncture site and a band aid was applied. The patient was "doing fine", awake, and talking at the time of report. The pump was used to deliver intrathecal morphine, clonidine, and bupivacaine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Product ID 8578, lot# n167123014, implanted: 2008 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).